Event description:
It was reported that pump experienced malfunction. Blood glucose level displayed "high" but no specific value was provided. Customer addressed high blood glucose by giving correction insulin injection with multiple daily injections, did not require assistance from a third party, and technical support arranged pump replacement while customer declined an out-of-warranty loaner and planned to pursue new pump purchase, after which case was closed.